Event description:
Boston scientific received information that during a routine change out procedure, this lead was damaged. The local boston scientific field representative reported that the physician had inadvertently pulled extremely hard on the lead while the distal set screw was still engaged. The lead came apart between the tip and ring. The lead was surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.